Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced peritonitis and subsequently died due to a perforated bowel. The pt experienced peritonitis and was hospitalized on the same day. Treatment was not reported. The cause of peritonitis was not reported. On an unreported date, dianeal and extraneal therapies were discontinued. Twenty days after experiencing the peritonitis, the pt passed away. The cause of death was bowel perforation. Additional information was requested but is not available. This is report 3 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). The product code and lot number of this product are unknown; however, the brand name and 510k number of the potential product codes and lots received by the clinic are the same; therefore they were provided. A review of all batch record documents was performed for potentially associated lot numbers h13a04047, h13c21021 and h13d25038 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The cause was not identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Same patient as (B)(4).